Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
An event date was added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The pump was previously delivering morphine at an unknown concentration and dose and then delivering morphine and bupivacaine at the time of the report. The patient stated that when the pump was implanted on (B)(6) 2012, it was put in wrong; she clarified that it was put in the middle of the abdomen and then the hcp had to move it later due to blood clot formation. She stated that a week after implant there was a 3 pound blood clot that formed right on top of the pump under the skin because the sutures were bulging. She reported that the hcp tried to drain the blood, but it was clotted and couldn¿t get it out. The patient stated that it resolved on its own and turned into a lot of scar tissue. They had to use ultrasound to refill the pump every 3 months since implant with the blood clot that turned to scar tissue because it was painful and hard to get to the port. A revision was performed to move the pump to a different place in (B)(6) 2015. Another supplemental report will be provided if additional information becomes available.

Event description:
It was reported that because of the patient¿s weight gain, the pump pocket was repositioned. An additional pump segment was added for extra slack. It was noted that the patient had been and was getting good therapy. The type of medication being delivered via the device system was hydromorphone and bupivacaine. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.